Event description:
New information received notes that the device exhibited a failure to charge, resulting in charge timeout.

Event description:
It was reported that a patient presented to the hospital for an unrelated injury due to a motor vehicle accident. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have slow charging, capacitor maintenance time-out resulting in loss of high voltage output. Interrogation also noted incorrect interpretation of signal, resulting in inappropriate shock. Later interrogation confirmed failed capacitor maintenance time-out. Surgical intervention was planned but was not yet performed. The patient was stable throughout.

Manufacturer narrative:
The reported event of charge timeout was confirmed. Analysis of the device data showed the charge timeouts were associated with frequent, excessive high voltage (hv) charging and the charge timeouts were determined to be normal. Functional testing was performed, which included sense testing, pace output testing, impedance measurements, and hv output testing, and the device showed normal function.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2022. The patient was stable throughout. The device will be returned for analysis